Event description:
The device was required for coiling of a renal pseudoaneurysm.

Manufacturer narrative:
Correction: b5, d9, d10, h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1 - customer (person): mobile: (B)(6). G4 ¿ PMA/510(k) #: preamendment this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a nester platinum embolization microcoil was difficult to advance. The device was required for coiling of a pseudoaneurysm. The catheter was flushed prior to attempting to deploy the coil. The wire guide or flushing technique was used to deploy the coil. However, the coil was not able to be fully advanced out of the catheter and partially exited the distal tip of the catheter. As result, the procedure was completed by using another coil of the same size. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: annex a. Investigation ¿ evaluation it was reported that a nester platinum embolization microcoil was difficult to advance. The device was required for coiling of a renal pseudoaneurysm. The catheter was flushed prior to attempting to deploy the coil. The wire guide or flushing technique was used to deploy the coil. However, the coil was not able to be fully advanced out of the catheter and partially exited the distal tip of the catheter. As result, the procedure was completed by using another coil of the same size. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control, and instructions for use (IFU) for the device as well as a visual inspection of the returned device, were conducted during the investigation. One used loading cannula and pusher stylet were returned to cook for evaluation; the coil was not returned. Upon visual inspection, no damage was noted to the returned components. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device lot found no recorded nonconformances. A review of related subassembly lots found four relevant nonconformance for offset weld, incorrect curl diameter, incorrect curl spacing, and a sharp weld in which all nonconforming products were scrapped. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Product labeling review: the current instructions for use [t_ce_nec_rev4] state the following: ¿precautions perform an angiogram prior to embolization to determine correct catheter position. Prior to introduction of the embolization coil, flush the angiographic catheter with saline.¿ based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.